Event description:
Patient stated she was not receiving pain relief. Upon assessment of the pca pump, it was noted that the machine was not delivering pain medication to the patient. New pump was obtained and patient was properly medicated. No patient harm.